Event description:
Customer reported pump alarmed for occlusion. Nurse entered room and noticed that tubing was leaking but was unsure where the leak was coming from. Nurse attempted to flush line but was unable to find leak. Tubing change was required. There was no patient harm and no additional medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: no available code for pending investigation.